Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during deployment, the middle shaft had been broken. The stent was simply pulled out from the patient's body. A 2.50x15 non-boston scientific stent was deployed and the procedure was completed successfully. No patient complications were reported. It was further reported that the device was removed fractured and completely out from the patient.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 16 synergy drug-eluting stent was advanced for treatment. However, during deployment, the middle shaft had been broken. The stent was simply pulled out from the patient's body. A 2.50x15 non-boston scientific stent was deployed and the procedure was completed successfully. No patient complications were reported.